Manufacturer narrative:
(B)(4). Physio-control advised the reporter that the device is no longer supported by physio and that, as a result, neither parts nor service is available. Physio-control recommends that the device be permanently removed from service and that a replacement device be obtained. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that while performing the morning check on their device, they attempted to charge the device to 200 joules and when pressing the charge button the device displayed an energy fault message across the screen. As a result, defibrillation would not have been possible if it were necessary. There was no patient use associated with the reported issue.